Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched and evaluated the device. The field service engineer (fse) replaced the multiple hardware components including the ise tubing, reseated the dilution pot, ise (na, k and cl) electrodes, reference electrode, the roller pump tubing and priming of the ise system to resolve the issue. Beckman coulter internal identifier is (B)(4). No patient demographic information (age, gender, weight, race or ethnicity) was provided.

Event description:
The customer reported receiving erroneous patient results for sodium (na), potassium (k) and chloride (cl) on the au680 clinical chemistry analyzer. The erroneous results were not reported outside of the lab. There was no change in patient treatment in association with this event.